Manufacturer narrative:
(B)(4). Insulin pump received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Insulin pump received with over heating due to moisture damage on electronics assembly. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. Insulin pump received with cracked retainer.

Event description:
Information received by medtronic indicated that the battery compartment was overheating. Customer stated that battery compartment and battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.